Manufacturer narrative:
The reported event occurred on a cobas e 801 module (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications, and a product problem was not identified. A review of calibration and quality control data confirmed all results were within expected ranges. Testing of one sample at the manufacturer's facility on 02-apr-2025, using the elecsys hiv duo assay generated a reactive result with subresults of hivag 73.3 coi and ahiv 0.053 coi. This confirmed a false reactive result in the hivag module. Further testing with a prototype assay in development produced non-reactive results for both hivag and ahiv. Analysis excluded interference from the patient's jak inhibitor medication as the cause of the observed reactivity. It was noted that autoimmune conditions, such as severe eczema, may increase the likelihood of assay interference. The investigation concluded that the observed reactivity was not related to a product issue.

Event description:
The initial reporter alleged false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module for one patient sample. On (B)(6) 2025, the first sample (ID (B)(6)) was tested using the elecsys hiv duo assay and generated a reactive result with subresults of hivag 102 coi and ahiv 0.063 coi. Follow-up testing of the same sample using abbott alinity hiv, liaison diasorin hiv, genescreen, and mp diagnostics western blot assays all produced negative results. A second sample (ID (B)(6)) was collected and tested using the elecsys hiv duo assay, which again generated a reactive result with subresults of hivag 99.2 coi and ahiv 0.060 coi. All follow-up assays for this sample, including abbott alinity hiv, liaison diasorin hiv, genescreen, and mp diagnostics western blot, produced negative results.